Event description:
It was reported that 7 1/2 years after implant, the patient presented to the hospital with increased shortness of breath due to regurgitation, the valve was explanted, the surgeon noted the leaflets contained calcification and one leaflet was torn. The valve will not be returned for analysis.